Event description:
Caller reported blood glucose results of 46 mg/dl and 110 mg/dl within 10 minutes on the compact plus system. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.

Event description:
It was reported that the 9900 system had a filament error message during a case. No patient injury was reported.